Event description:
The reporter stated that the surgeon was inserting a eyeonics crystalens using a microstaar injector system and the trailing haptic stuck between the sponge and the injector barrel- and tore at the hinge. The lens was cut in half to remove it and a backup lens was inserted without any pt problems.